Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle did not retract after use, and the safety shield was found "flush" with the needle. The needle was used to treat a diabetic patient with an insulin injection for a hypoglycemic treatment. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient has diabetes. At about 17:00 on february 6, 2020, the patient needs insulin qid injection for hypoglycemic treatment. After the nurse uses a disposable self-destructing injection pen to inject the needle, he is ready to unscrew the needle and place it in the sharps box. It is found that the needle does not rebound. Although this is a safety needle, the plastic outside the needle is flush with the needle, but the plastic can move, so the non-rebound of the needle may cause stab wounds to the medical staff and pose a safety hazard." "It is understood that only one case was found. The nurse operated according to the formal procedures and suspected that there was a problem with the product quality."